Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID:2134265-2015-05113. (B)(4). It was reported that stent waisting occurred. In (B)(6) 2015, clinical assessment indicated that the subject¿s qualifying condition was unstable angina. Subsequently, index procedure was performed. Vascular access was obtained via left radial artery. There were lesions in the ramus and proximal lcx. The first lesion was a 16mmx2.25mm, de novo, bifurcated lesion located in the mid-ramus with 75% stenosis. The lesion #1 was treated with placement of a 2.25x20mm promus premier¿ stent at 20 atmospheres for 30 seconds, with some waisting. Post dilation was then performed with a 2.25x12mm nc quantum apex balloon catheter at 22 atmospheres for 30 seconds, resulting in 0% residual stenosis. The second lesion was a 75% stenosed, 5mmx3mm, de novo, type c, eccentric, bifurcated lesion located in mildly tortuous proximal circumflex artery(cx). The lesion was treated with 3x10mm emerge¿ mr balloon catheter, resulting in vessel recoil which was treated with placement of a 3.00x8mm promus premier¿ stent at 15 atmospheres for 30 seconds. However, plaque shift was noted into the ostial ramus. The ostial ramus was rewired and dilated with a 2.5x12mm emerge¿ mr at 6 atmospheres for 40 seconds and kissing balloon technique was applied with a 3x8mm emerge¿ mr at 6 atmospheres for 45 seconds and some of the balloons used for kissing were the stent delivery system of the deployed stent, resulting in a 20-30% residual stenosis, timi 3 flow and eccentric residual stent which was not treated. There were no complications post procedure. One day post procedure, the patient experienced a myocardial infarction (mi). Patient's electrocardiogram (ECG) revealed sinus bradycardia. No action was taken and the event was considered resolved on the same day. The patient was discharged on aspirin and clopidogrel on the same day.